Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had quit working. The insulin pump kept beeping so they took the battery out. They could not see the message but it kept beeping. When they went to take their shirt off the insulin pump bumped against the counter. The customer's blood glucose level was 250 mg/dl. Troubleshooting was performed but the insulin pump's black screen did not disappear. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received with full segment display due to broken l2 on the interface board. Unable to perform the functional testing, including operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to display anomaly. The insulin pump had cracked case at the display window corners, battery tube threads, minor scratched and cracked display window.